Event description:
The customer reported that the unit had no audio. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit had no audio. There was no reported pt involvement. Philips filed service engineer evaluated the device onsite and confirmed the complaint. It was found that the wire to the speaker was broken. The speaker wire was resoldered to the speaker to resolve the problem. The unit passed all performance and assurance tests and was returned to the customer for service.